Manufacturer narrative:
DHR was reviewed and no discrepancies were found. The evidence indicated full thread engagement did not take place and redesign has accounted for this with thread into a pin to protect carbon fiber. Instrument meet specification when in biomet control. Root cause was determined to be possible misuse or user error. Device repaired and returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
It was reported during an im rodding of the hip procedure about a month ago, the tube used as a drill guide spring fractured. The tube now moves, but the instrument is still usable. Also on the instrument the threads are stripped at the metal knob that is hit with a mallet. There was no delay in procedure and no pieces fell into the patient's wound. The instrument was used to complete the procedure.